Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega needle driver instrument to perform failure analysis. The instrument was found to have a frayed pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis the probable root cause of a frayed pitch cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
The mega needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. As of (B)(6)2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (470194-08/k11230727-0154) associated with this event was performed. Per logs, the instrument was last used on (B)(6)2024 on system sk0087. The instrument had 5 uses remaining after the last use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had broken wires. The procedure was completed with no reported injury.